Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with channel a failure was neither confirmed nor reproduced during product evaluation. However, quality engineering selected failure code 570:xxx as the as determined problem code after review of the event history log. The root cause of the failure code was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with channel a failure. This event was reported to have occurred in the emergency room, and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.